Event description:
It was reported that during a laparoscopic gastric bypass procedure that on the second firing of the case on bowel tissue with the white reload, the knife did not return home. If did fire and staple all the way through. There was a complete staple line and complete cut line. The knife did not return home. Trouble shooting steps were done. There was no articulation with the device. They first asked the surgeon to release the firing trigger and press it again. That did not work. They pressed the home button, the knife would not return home and the jaws wouldn't open. Then they told them to take the battery out flip it and put it back into the stapler and that returned the knife blade home and they were then able to open the stapler. After that they were able to complete the case with new reloads to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # x96f14. A manufacturing record evaluation was performed for the finished ech60l with lot/batch number x96f14, and no non-conformances were identified. Manufacturing date: 12/06/2022. Expiration date: 11/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/29/2023.

Manufacturer narrative:
(B)(4). Date sent: 3/6/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with two fully fired, (B)(4) reloads present. The device was tested for functionality in the straight position with a test reload and the returned battery. It achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A review of the device event log was conducted. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 994a99, and no non-conformances related to the reported complaint condition were identified.